Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported mw5085694 that a female patient underwent an unspecified breast surgery with 275cc mentor memorygel breast implant on one side and an unspecified mentor gel breast prostheses on the other. Now this patient was presented with autoimmune disease (hashimoto's thyroiditis; confirmed by subsequent testing), weight gain, fatigue, pain and swelling under the armpit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the device with specified gel device.

Manufacturer narrative:
On 5/31/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/20/2019, mentor became aware that incorrect method code was unintentionally submitted under previous report. Manufacturer¿s reference number: (B)(4).